Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly was shutting on and off even after battery changes. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were unexplainable por events observed in the black box history. The returned battery cap contact height and width measurements were found to be within the required specifications. The returned battery cap secured to the pump and maintained electrical connection. The battery cap was unscrewed half a turn with no power loss occurring. The battery compartment was fully intact with no damage or cracks observed. No evidence of moisture was found inside the battery compartment. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The reported intermittent power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.